Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: cut-outs when used with ampoules with rubber closures.

Manufacturer narrative:
H.6. Investigation: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: cut-outs when used with ampoules with rubber closures.